Event description:
The manufacturer received information alleging a patient experienced dryness in throat, headaches, difficulty breathing, pneumonia (twice), lung scarring and permanent damage, bloating, inability to lose weight, ongoing pain, and not living a happy life while using a rep dreamstation auto CPAP.the device settings during the event were reported to be 10-12. The patient doctor states they are not sure what is causing these issues. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.